Event description:
Report received from abbott international affiliate of a disconnection. It was reported by the customer that the clave was disconnected. No information was available detailing the location of the disconnection, what may have been connected, whether the device was in use with a pateint and if so, whether there was any adverse patient event. Although requested, no other information is available, as the clinician stated she does not remember details of the event.